Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: corrected: h4. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument. Manufacturing date: 27-apr-2021. Expiration date: 01-apr-2031. Part number: 04.037.915s, 9mm/125 deg ti cann tfna 235mm/left- sterile. Lot number: 126p696 (sterile). Lot quantity: (B)(4). Part number: 04.037.912.3, tfna lock drive. Lot number: 87p2816. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, (B)(4) rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended for tfna nail assembly. Lot number: 77p1357. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by (B)(4) dated 29-jan-2021 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong, 125 degree tfna. Lot number: 68p7438. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00. Lot number: 59p0325. Lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 16-mar-2020 was reviewed and determined to be conforming. Lot summary report dated 11-jun-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 126p696. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, patient underwent an operation due to a motorbike accident on (B)(6) 2024. The patient achieved good mobility and mobility with the implant. After 1.5 months, the implant broke through no fault of patient, so it had to be replaced. The corresponding operation took place on (B)(6) 2024. The breakage of the implant cannot be explained. The doctors treating the patient have confirmed that she can basically perform all movements with the implant. The patient knelt down and broke the implant. This also necessitated the second operation, which led to a deterioration in my client's condition.